Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient had received an alloclassic zweymuller stem on (B)(6) 1998 and underwent a revision surgery on an unknown date due to loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The product was discarded by the hospital. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: metallosis, aseptic loosening due to excessive wear due to micromotion in taper connection => possible: no products were returned for the investigation, therefore cannot be excluded. Aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening due to insufficient secondary stability due to blasted surface structure => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process => not possible: cleaning process is monitored. Aseptic loosening due to wrong implantation => possible: neither surgical reports nor x-rays were received, therefore cannot be excluded. Insufficient implant stability and aseptic loosening due to use of variall rasps instead of alloclassic rasps => possible: surgical report was not received to confirm the use of rasp, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, the possible causes include the wrong implantation and use of variall rasps instead of alloclassic rasps. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the device has been discarded by the hospital. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is cmp-0279703.

Event description:
It is reported, that a patient was implanted with a alloclassic®, sl stem, uncemented, 4, taper 12/14 on (B)(6)1998 and it was revised on an unknown date due to loosening.